Event description:
The core impaction drill was sent for eval due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet returned. Therefore, a f/u report will be submitted upon quality investigation is completed.